Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a strip cut issue. The strips were improperly cut and must be separated by hand. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.